Manufacturer narrative:
The device was returned for analysis. The reported ¿starter guide wire would not go in the proglide guide wire exit port or the distal end of the proglide sheath¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the devices for the procedure on the back table, the .035" starter guide wire would not go in the proglide guide wire exit port or the distal end of the proglide sheath. The device was not used. There was no patient involvement. No additional information was provided.